Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Meter and test strips were returned for evaluation. Most likely underlying root cause:mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test(B)(4). Test strip UDI#: note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 253 mg/dl fasting. Customer stated that takes his blood after eating sometimes since he forgets to run his blood before, customer advised on recommended testing technique. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 08/19/2020 and test strips were opened about one month ago. The meter memory was reviewed for previous test result history: result 1: 253 mg/dl date 5/28 time 1:04am fasting result 2: 251 mg/dl date 5/27 time 5:08am non fasting result 3: 188 mg/dl date 5/27 time 12:13am fasting result 4: 219 mg/dl date 5/26 time 3:43am cannot remember result 5: 145 mg/dl date 5/25 time 4:39pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-62 user had poor technique. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (few attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 253 mg/dl fasting. Customer stated that takes his blood after eating sometimes since he forgets to run his blood before, customer advised on recommended testing technique. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 08/19/2020 and test strips were opened about one month ago. The meter memory was reviewed for previous test result history: (B)(6).